Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and a cracked/damaged main body was observed. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of three (3) minicap extended life pd transfer sets cracked. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.